Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) constant gas leak alarms. No patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse verified the gas loss in iab circuit alarms in the logs. The fse found that the drive manifold assembly was failing and that the pressure drive regulator was not stable. The fse replaced the drive manifold assembly (0104-00-0031) and the drive regulator (0103-00-0633). The fse performed safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use.the failure analysis and testing department received the following parts associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) drive manifold assy pn: 0103-00-0633 rev e, sn: (B)(6) drive regulator. These parts were received with a reported unit failure message of constant gas leak alarm, drive manifold leak test failing and pressure regulator not stable. Performed visual inspection of this part received and parts looks in good condition. Installed drive manifold assy. And drive pressure regulator into the cardiosave test fixture sn (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. Performed functional and calibration tests and passed. Also, performed all manifold leak tests and passed within the factory specifications. Pumped the cardiosave test fixture and did not observe gas leak alarm display. Checked the pressure regulator after calibration and it was stabled. The fat dept. Could not verify the failure message of constant gas leak alarm, drive manifold leak test failing and pressure regulator not stable. Drive manifold assy. And drive pressure regulator passed testing. Retaining drive manifold assy. And drive pressure regulator in the fat dept. Per procedure 0002-07-d008 rev at.